Event description:
During a normal device replacement procedure, episodes of post paced t wave oversensing were observed on the old device. Technical support was contacted and reprogramming was suggested. The new device was programmed with the recommended settings. The patient was stable.